Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via the receipt of a request for a custom implant that existing product will be explanted. The information provided on the request form is illegible. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The implants remain implanted; therefore the complaint is considered non-verifiable. Based on the available information, the most likely underlying cause cannot be confirmed. However, a review of the scanned anatomy found that at least one screw on the right fossa, and at least two screws on the left fossa appear to be implanted at an angle which may have contributed to the patient's issue. They also appear to have lost some purchase which may also have contributed to the patient's issue. Device history record (DHR) review was unable to be performed as the part number and lot number of the devices involved in the event is unknown. The instructions for use (IFU) for this product has the following adverse events that may occur following placement of the total tmj replacement system in the section titled adverse events: removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding. Loosening or displacement with or without removal of the implant fossa wear through. Facial swelling and/or pain. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the biomet microfixation tmj prosthesis was implanted in 2004. The joint is now permanently squeaking/rubbing and the patient is experiencing pain; therefore, a new prosthesis is required. No additional patient consequences were reported.

Event description:
The distributor confirmed the revision occurred (B)(6) 2018 and was successful, however he does not have the part and lot information for the explanted devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Correction in report 0001032347-2018-00345-2: corrected from: the implants remain implanted; therefore the complaint is considered non-verifiable. These parts were removed and replaced in a revision; therefore the complaint is considered confirmed.